Event description:
It was reported that the patient had their device explanted on (B)(6) 2013. It was also noted that the patient had a rechargeable ac-tiva device implanted and prior to implant the battery charged perfectly with 8 bars. After implant the patient reportedly struggled to get event 2 bars when recharging. It was further reported that the implanted device had spun upside down after a knock; however, it was still reportedly facing the right side up. It was noted that the depth was an issue as the device had also slid down the chest and was behind approximately 3 centimeters of fatty tissue with fluid in the pocket. It was reportedly thought that it would be best to replace the device was a primary cell device. It was later reported that the patient was doing well as of the last visit and had been discharged from the hospital.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial #(B)(4), found no anomaly. Analysis performed on the ins found that poor recharge coupling was most likely due to the implant depth (3 cm) that was described in the product event. A recharge coupling test was performed and the explanted device matched the coupling of a known good device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.